Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is surmised that no image was displayed due to a communication failure caused by failures of the cable and connector. The cause of the faulty cable and connector could not be presumed. The event can be prevented by following the instructions for use which state: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that no image on the monitor was due to a faulty video cable/connector. Other finding includes that the rear label is faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a connection failure when the camera head was plugged into the processor as the color bars stayed and there was no video. The therapeutic procedure was completed by using another device. There were no reports of patient harm.